Manufacturer narrative:
The field service technician confirmed on 2019-11-15 that the customer has no service contract and no service repair requested. Therefore, the field service technician will not be onsite in order to repair the device in question. A similar complaint: (B)(4) was already investigated on 2019-08-23. According to the life cycle engineering report#: (B)(4) dated in 2019-08-26 following was found: the failure was reproducible and the most probable root cause is a broken wiring of the tachoboard. The reported failure "error head" could not be confirmed, since no service repair was requested and no field service technician was onsite to confirm the failure. The occurence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint#: (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
It was stated that the hl20 pump displayed the error "err head". The speedometer is broken. No indication of actual or potential for harm or death. (B)(4).